Manufacturer narrative:
Initial MDR (B)(4) was filed on jul 18, 2023. Additional information ¿ july 27, 2023: a customer from the united states reported the initial issue as atellica tnih discordant elevated initial result vs. Repeat. Initial result on sample: 218.94 pg/ml (IFU 99th%: 45 pg/ml); new draw: <2.51 pg/ml; repeat of original sample: <2.51 pg/ml. The sample was processed with stat spin for 3 minutes at 5100 rpm. The customer is not aware of any other samples affected. Siemens assessed the reagent, instrument, and sample data. Reagent issues were ruled out based on a review of quality control (qc), which showed recovery within acceptable ranges, and no issues were reported with other patient samples. Assessment of instrument performance included a review of all provided system log files, and no hardware issue was found. Based on the available information, the cause of the discordant result is consistent with sample integrity. The return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. An investigation of biotin interference is not required because this would cause a reproducible result, and this result was not reproducible. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The customer from the united states reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 50-year-old female patient. The initial result was reported to the physician(s) who did not question the result. A second draw from the same patient approximately four hours later was lower. The initial sample was repeated on an alternate atellica im , and a lower result was obtained and was similar to the result from the second sample. Results from subsequent draws were low as well. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens continues to investigate.

Event description:
The customer reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 50-year-old female patient. The initial result was reported to the physician(s) who did not question the result. A second draw from the same patient approximately four hours later was lower. The initial sample was repeated on an alternate atellica im , and a lower result was obtained and was similar to the result from the second sample. Results from subsequent draws were low as well. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.